Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Additionally, it was reported that an occlusion occurred. Reportedly, the customer simply cleared the alarm to address the issue. Customer¿s blood glucose ranged from 89 mg/dl to 219 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.